Manufacturer narrative:
(B)(4). The complainant indicated that the device has been disposed and will not be returned for evaluation; therefore a failure analysis of the complaint device could not be completed. If there is any further relevant information, a supplemental medwatch will be filed.

Event description:
It was reported to boston scientific corporation that a resolution ii clip was used during a colonoscopy procedure to treat a post polypectomy bleed in the sigmoid colon on (B)(6), 2011. According to the complainant, during the colonoscopy procedure, the clip was deployed onto the target tissue; however the physician could not release it from the catheter. The physician had to vigorously shake the clip and it eventually released from the catheter but fell into the patient. The clip was closed and was not retrieved from the patient. The bleed subsided on its own and no further treatment was needed. There were no patient complications as a result of this event. The patient was reported to be fine post procedure.